Event description:
Patient was implanted with mountaineer hardware. Case was a two level construct with two screws on one side and three on the other side. 3-months post-op it was noted (x-ray) that the construct had loosened. A revision was performed and it was found that all of the setscrews were loose. Surgeon repositioned the screws refit the rod and replaced out all of the setscrews. Hardware was not being returned for evaluation. As surgical intervention occurred an MDR is being filed to document this event.

Manufacturer narrative:
A definitive cause of the event cannot be determined at this time. Care must be taken to ensure that the construct fully tightened and assembled properly. Construct loosening is listed as a possible adverse outcome in the instructions for use (IFU) supplied with the device.